Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03may2018, fse arrived at the site to address the reported event. Fse replaced the cup suction pads for sorter and the pip electric board. Next, fse verified all sorter positions, cup and tip trays; and verified sorter operation by running maintenance software and quality control (qc). The software was also upgraded to version 2.05. No further issues were reported. No further action was required by field service. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 service manual rev b; chapter8 - troubleshooting - error messages was reviewed. The 2204 sorter cup pickup failure: the aia-2000 service manual under chapter 8- troubleshooting indicates that the sorter cup pickup failure error message is generated when the cup hold sensor (pressure switch) fails to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). The operator is instructed to ensure that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to a faulty cup pickup suction cup.

Event description:
On (B)(4) 2018, the customer reported receiving "error 2204 sorter cup pickup failure" with the aia-2000st. The customer had recently reported having the same issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth) and luteinizing hormone (lh ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.